Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy bleeding") and fibromyalgia ("autoimmune disorder : fibromyalgia") in a 35-year-old female patient who had essure (ess205) (batch no. 624105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight. In 2007, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), arthralgia ("joint pain"), myalgia ("myalgia"), menstrual disorder ("worsening cycles") and pelvic discomfort (" pelvic pressure"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced psoriasis ("psoriasis"). In 2008, the patient experienced tooth disorder ("dental problems") and weight increased ("weight gain"). In 2014, the patient experienced vision blurred ("blurred at times, sight changed") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2016, 9 years 4 months after insertion of essure (ess205), the patient experienced fibromyalgia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain, cramps"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), neuralgia ("nerve pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and neuralgia was resolving and the genital haemorrhage, fibromyalgia, bladder disorder, urinary tract disorder, tooth disorder, fatigue, alopecia, migraine, headache, depression, anxiety, psoriasis, vision blurred, weight increased, arthralgia, myalgia, menstrual disorder, vaginal discharge, back pain and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, fatigue, fibromyalgia, genital haemorrhage, headache, menstrual disorder, migraine, myalgia, neuralgia, pelvic discomfort, pelvic pain, psoriasis, tooth disorder, urinary tract disorder, vaginal discharge, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight:142 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2018: events- "bladder problems, urinary problems or changes, dental problems, fatigue, hair loss, migraines, headaches, depression , anxiety , psoriasis , vaginal discharge , blurred at times, sight changed, weight gain, joint pain, myalgia, worsening cycles, vaginal discharge, nerve pain, back pain, she did not undergo essure confirmation test" , reporter, lot number added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/pain"), genital haemorrhage ("heavy bleeding") and fibromyalgia ("autoimmune disorder : fibromyalgia") in a 35-year-old female patient who had essure (ess205) (batch no. 624105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight. In 2007, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), arthralgia ("joint pain"), myalgia ("myalgia"), menstrual disorder ("worsening cycles") and pelvic discomfort ("pelvic pressure"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced psoriasis ("psoriasis"). In 2008, the patient experienced tooth disorder ("dental problems") and weight increased ("weight gain"). In 2014, the patient experienced vision blurred ("blurred at times, sight changed") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2016, 9 years 4 months after insertion of essure (ess205), the patient experienced fibromyalgia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), neuralgia ("nerve pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and neuralgia was resolving and the genital haemorrhage, fibromyalgia, bladder disorder, urinary tract disorder, tooth disorder, fatigue, alopecia, migraine, headache, depression, anxiety, psoriasis, vision blurred, weight increased, arthralgia, myalgia, menstrual disorder, vaginal discharge, back pain and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, fatigue, fibromyalgia, genital haemorrhage, headache, menstrual disorder, migraine, myalgia, neuralgia, pelvic discomfort, pelvic pain, psoriasis, tooth disorder, urinary tract disorder, vaginal discharge, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight:142 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal pain lower ("pain, cramps"). The patient was treated with surgery (to remove the essure implant.). Essure (ess205) was removed on (B)(6)-2016. At the time of the report, the pelvic pain, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.